Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up it was not possible to measure the hv impedance. An alert for shorted output stage detection was observed. Lead was explanted.